Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the device was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the pump was identified; therefore, the pump was removed and replaced. There were no patient complications reported.